Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
A patient reports while wearing a pod between 4 and 24 hours the needle mechanism had failed to deploy at initial activation. The patient reports their blood glucose level had rose to over 400 mg/dl. As treatment, the patient removed the pod and administered a manual shot of insulin. The patients pod will not be returned as it has been discarded.